Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported by the patient's family member that the patient's feeling of stimulation had begun to fade and they were afraid a lead had been pulled. Support link was noted to have verified that the patient's therapy was on and set correctly. It was also noted that the patient was seeing symptom improvement at this time.